Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
It was reported the patient had found out her pump had flipped when she was doing her refill, but it was unknown when this was. It was further reported the patient had her pump replaced due to this issue. The patient had morphine and ¿a mixture of medication¿ in the pump at that time. It was noted the patient has the same medication in the pump today, but she ¿gets a little more¿ medication. The patient¿s next appointment was not until (B)(6)2014. Additional information has been requested; a follow-up report will be sent when it becomes available.